Event description:
Voluntary medwatch received states that the defibrillation lead was part of system revision due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI is not available as product information was not provided.